Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) screen can not be seen. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen can not be seen.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse adjusted internal connections of the equipment and verified correct operation of device, by performing all functional tests.